Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Primary diagnosis: carotid stenosis it was reported that on (B)(6) 2012, post-op, CT angiography revealed 90% carotid obstruction. Knowledge of a carotid stenosis (equal 80%) before spine surgery. Decision was made to check this stenosis after surgery. The angioscan performed two days after the spine surgery showed a stenosis equal 90%. The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. The patient underwent carotid desobstruction. The problem was resolved on (B)(6) 2012 without sequela.